Event description:
Boston scientific received information that after a lead revision procedure, interrogation revealed this device was in safety core mode. It was thought this was due to the use of electrocautery during the lead revision procedure. A replacement procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced six system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.

Manufacturer narrative:
Upon receipt of additional information, this event will be updated.

Event description:
Additional information was received: a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.